Event description:
The customer reported that a fire occurred in the operating room, and the pt was burned. Site did not reveal degree of burn, but said the pt was hospitalized for it. There was a spark seen, and then a fire started at the location of the unk type handpiece, not at the generator. Oxygen was in use at the time.

Manufacturer narrative:
(B)(4). To date, the incident generator has not been received for eval. If the unit is received or if add'l info pertinent to the incident is obtained, a follow-up report will be submitted.